Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. They reviewed logs and performed 10 3d spins. Unit is prop erly functioning and has been returned to service. B01, c19, d14, g07001 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system would not take a 3d spin during surgery. Site swapped the system out for another to continue the case. They checked the logs, and there were too many to count. They noticed a movement error but couldn't remember any details about it. This issue occurred intraoperatively and caused 5 minutes surgical delay. There was no reported impact on patient outcome.